Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed during a routine follow-up in clinic. Patient was asymptomatic. Programming changes, lead revision, or continuing to monitor the lead was recommended. No further information available.